Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered there dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a liberty select cycler experienced a display brightness issue while in setup. Technical support assisted the patient with checking the screen brightness, which was set to 10 although the patient could barely read the screen. The fresenius technical support representative issued a replacement cycler. The patient was advised to continue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient involvement, harm, or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. After the documented follow up attempts, no further information has become available and no response from the customer has been received.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a liberty select cycler experienced a display brightness issue while in setup. Technical support assisted the patient with checking the screen brightness, which was set to 10 although the patient could barely read the screen. The fresenius technical support representative issued a replacement cycler. The patient was advised to continue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient involvement, harm, or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. After the documented follow up attempts, no further information has become available and no response from the customer has been received.

Manufacturer narrative:
Correction: h6 investigation findings.